Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed, the crimped valve was positioned over inflation balloon, inflation balloon was filled with blood, there was a mild kink on the distal flex shaft, the sheath appeared torqued from use as the liner was curved, and the distal liner was torn. The clear strand visible, likely from the sheath liner, as the image does not show it connected to the sheath, it likely separated from the sheath. There were no kinks visible along the sheath shaft in the images provided. The complaints for balloon leak and inability to withdraw system with valve through sheath are confirmed based on review of provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per review of provided post-procedural device imagery, the crimped thv was positioned over the inflation balloon, the inflation balloon was filled with blood, and there was a mild kink on the distal flex shaft. As there was no note of abnormalities or leakage on the delivery system during device preparation or de-airing, it is likely that procedural factors contributed to the reported leakage. In this case, device torquing and high push force were reported during the attempts to cross the pre-existing surgical valve. It is possible that additional device manipulation was used to overcome the resistance, resulting in additional interaction between the crimped thv and the delivery system balloon, as well as damage to the flex shaft (delivery system kink). Per the supplemental training manual, the user is instructed to maintain ''edwards logo down throughout the procedure to prevent kinking of the delivery system.'' As such, available information suggests that procedural factors (high push force, device manipulation, and crimped valve interaction with balloon) may have contributed to the reported balloon leakage, while procedural factors (high push force and device manipulation) may have contributed to the observed delivery system kink. In this case, it was reported that there was no co-axial alignment between the devices during the withdrawal attempt. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with the sheath, resulting in difficulty withdrawing. As such, available information suggests that procedural factors (non-coaxial withdrawal) may have contributed to the reported withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was reported by the field clinical specialist that during a transfemoral transcatheter mitral valve replacement with a 29mm sapien 3 ultra resilia valve being placed within a surgical valve, that there was a lot of torquing and push force needed with the 29mm commander delivery system (ds). They were struggling to cross the mitral valve. They were eventually able to cross and when they went to deploy the valve, they noticed the valve did not expand and they had blood return in the inflation device. It was then noticed that the ds had kinked in the body of the flex catheter and was no longer inside the 16f esheath+ which, it had split in the expandable portion. It was decided to remove all the devices as a whole. However, upon re-entry into the distal end of the esheath, there was no coaxial alignment of the delivery system with the sheath tip resulting in withdrawal difficulty. The devices had to be done via cut down to get the valve out. When removing the system, they also removed a long strip of plastic, which was the expandable portion of the sheath. They prepared a new system, were able to cross and deploy the valve successfully. The patient is stable and doing well.

Manufacturer narrative:
The investigation is ongoing.